Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred twice. The following information was provided by the initial reporter. The customer stated: white residue in the sst tube. Some of the sst tubes that we have in stock have got white residue. I have found more tubes with the same issues, please see attached picture. Lot number: 2203593, lot number: 2245710.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following lot information has been corrected: d.4. Medical device lot #: 2245710. D.4. Medical device expiration date: 29-feb-2024. H.4. Device manufacture date: 02-sep-2022. The following field was corrected: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred twice. The following information was provided by the initial reporter. The customer stated: white residue in the sst tube. Some of the sst tubes that we have in stock have got white residue the following fields have been updated with a additional information: d.4. Medical device lot #: 2203593. D.4. Medical device expiration date: 31-jan-2024. H.4. Device manufacture date: 22-jul-2022. D.10 device available for eval? Yes. D.10 returned to manufacturer on: 23-jan-2023. H.6. Investigation summary: bd received two (2) photographs and five (5) customer returned samples (batch: 2245710) in support of this complaint. Evaluation of the returned samples and photographs shows acceptable level of additive spray on the tube walls. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. The device history records were reviewed with no issues being identified for both batches: 2203593 and 2245710. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred twice. The following information was provided by the initial reporter. The customer stated: white residue in the sst tube. Some of the sst tubes that we have in stock have got white residue.